Event description:
It was reported that a revision surgery was completed to replace the loose locking cap at l2 iliac. This event occurred in (B)(6).

Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.